Manufacturer narrative:
A review of tickets was performed for reagent lot number 96149ui00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A review of historical data for lot 96149ui00 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect tsh assay for lot 96149ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided by the customer.

Event description:
The customer observed falsely decreased architect tsh results for a (B)(6) female on (B)(6) 2019. The following data was provided (units of measure = uiu/ml): architect = 0.1472, 0.1543 (reference range = 0.35-4.94); roche = 1.51 (normal); beckman access2 = 1.728 (normal); siemens ultra tsh = 1.2; t4 result = 7.0 ug/dl (normal); no impact to patient management was reported.